Manufacturer narrative:
(B)(4). Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency. Device not yet returned.

Event description:
(B)(4). Initially one sonotap 3e080 was found to be blocked when priming. They then tested 3 more from the same box by first removing and testing the injection tubing which was fine, then tried to inject through the needles, all were blocked except one which under extreme pressure on the plunger allowed some liquid through.

Manufacturer narrative:
Based on risk assessment and clinical evaluation file is considered as closed.

Event description:
(B)(4). Initially one sonotap 3e080 was found to be blocked when priming. They then tested 3 more from the same box by first removing and testing the injection tubing which was fine, then tried to inject through the needles, all were blocked except one which under extreme pressure on the plunger allowed some liquid through.